Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 3 times microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021]. Pseudomonas aeruginosa (moderate growth). [Second time; (B)(6) 2021]. Pseudomonas aeruginosa (heavy growth). [Third time; (B)(6) 2021], instrument/suction channel: pseudomonas aeruginosa (heavy growth). The device had been reprocessed with a non-olympus automated endoscope. Reprocessor, soluscope sprint pt, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information provided by the user facility revealed the detailed results of 3 times microbiological testing by the user facility. As a result of the testing, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021] unspecified channel: pseudomonas aeruginosa (moderate growth). The user removed the device from the patient's circulatory device, soaked it in the detergent solution sol cln for 2 hours to remove the biofilm, and then manually cleaned it and performed afer cycles 2, 3, and 5. [Second time; (B)(6) 2021] instrument/suction channel: pseudomonas aeruginosa (heavy growth). The user soaked the device in sol cln for 2 hours using twice the amount of chemicals to remove the biofilm, and then performed manual cleaning and afer cycles 2, 3 and 5. [Third time; (B)(6) 2021] instrument/suction channel: pseudomonas aeruginosa (heavy growth). Air/water channel: pseudomonas aeruginosa (heavy growth). The user requested that only the failures identified by the device inspection be repaired. The user does not want to make preventive repairs that increase their chances of passing a microbiological testing. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the watertightness was lost due to scratches on the bending section rubber. The upward angulation did not meet the standard value due to wear of the angle wire. The adhesive of the bending section rubber was scratched. The distal end, control unit, and endoscope connector were deformed. The user facility reported that it had performed pre-cleaning immediately after the procedure according to the instruction manual. It was also reported that the leakage test had used the olympus maintenance unit olympus mu-1 to observe the endoscope at angles in all four directions. Omsc could not confirm any defects that could cause the reported event from the device inspection result by (B)(4). The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, however based upon the past similar cases, the reported event may have been caused by the following: the reprocessing method performed by the user and recommended by the instruction manual were different, and the cleaning was insufficient. Contamination occurred during sample collection for microbiological testing by the user facility. Omsc confirmed that similar cases have occurred multiple times in the past at the user facility. Therefore, omsc recommended that (B)(4) provide training on device handling and reprocessing method for user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.